Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test, and displacement test. However, the insulin pump was received stuck on a motor error alarm that occurred during the bolus or basal delivery and a motor position encoder error alarm was confirmed in the history file. The motor may have had an intermittent failure that was not detected during testing. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. The caller did not provide the blood glucose reading. Advised return of the insulin pump for analysis. Nothing further reported.